Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing dizziness. The right ventricular lead exhibited noise. Due to the patient's age the physician did not want to perform any surgical intervention. No additional information was available at this time.